Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. Additionally, reported mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a functional mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the mean pressure gradient increased to 6mmhg. The mitral stenosis was not treated. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.